Manufacturer narrative:
Citation: natanzon s.; et al. Pacing burden and clinical outcomes after transcatheter aortic valve replacement-a real-world registry report. Heart rhythm. 2022 sep;19(9):1508-1515. Doi: 10.1016/j.hrthm.2022.04.030. Pmid: 35525423. Epub 2022 may 4. Earliest date of publication used for date of event. Medtronic products referenced: corevalve, evolut r, evolut pro (PMA# p130021, product code: npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding whether permanent pacemaker implantation (ppmi) is associated with adverse o utcomes after transcatheter aortic valve replacement (tavr). All data were collected using a prospective clinical registry from a single israeli medical center between 2008 and 2019. The study population included 1239 patients who were predominantly male with a me an age of 83 years. Multiple manufacturer¿s devices were implanted in the study population; 608 patients were implanted with a medtronic corevalve, evolut r or evolut pro bioprosthesis. No unique device identifier numbers were provided. Among all patients, one-year mortality was 12% initially; later cohorts had one-year mortality rates of 23%, 16% and 14% as the study progressed. No further details were provided on the deaths. There was no statement of causal or contributory relationship between medtronic product and the deaths. Based on the available information medtronic product was not associated with the deaths. Among all patients, adverse events included: need for permanent pacemaker implantation due to left/right bundle branch block (lbbb/r bbb), 2nd-degree av block, complete av block and atrial fibrillation; severe paravalvular leak (pvl); major bleeding/vascular complications requiring blood transfusions; acute kidney injury (aki); strokes; cardiac tamponade; valve migration and need for peri-procedural cardiopulmonary resuscitation (CPR. Based on the available information medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.